Event description:
During review of the event history by baxter it was discovered that failure code 808:02 x2 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Event description:
A customer from (B)(6) called to report that she had two 250ml cryocyte bags that were torn down the middle of the entire width of the bags. The customer did not have a lot number and does not have the bags because they were discarded. Additional information received from the customer on (B)(6) 2010: the bags were found to be ruptured on (B)(6) 2010 while in vapor phase storage. Frozen (B)(6) 2010. Fill volume was 100ml. Baxter informed the customer that the labeled fill volume was between 30-70 ml. It is unknown at this time if they have enough cells for transplant from the remainder 2 bags that were not broken. The cells were for auto transplant and were sent out for culture. They believe that the surgeon may want to keep the cells for possible use.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a report of a cryocyte bag breakage. Although no negative clinical consequences have been reported, in all cases of bag breakages, there is a potential for loss of cells, delay or loss of engraftment, placing the patient at greater risk. As such, a breakage, if it were to reoccur, could contribute or cause a serious event. (B)(4). Investigation of this case is on-going and a supplemental report will be sent upon its completion.

Manufacturer narrative:
(B)(4). The samples were not available for evaluation. Review of complaints for this product and problem code over the previous twelve months showed no statistically significant trend. No further investigation is deemed necessary. This complaint will be kept on file for trending purposes.